Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bypass procedure, while skin suturing, the needle separated from the strand after taking the suture from the package. It happened about 10 times with the same suture and same procedure. The another suture from the same package was taken to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the opened product returned noted one suture one needle detached. Microscopic inspection of the needle swage noted proper crimp marks. Visual inspection of the sealed sample noted one suture and one needle attached. The sealed sample is a representative sample to this complaint. A tactile and microscopic inspection of the suture was performed with no abnormalities. A tensile test was performed on the sealed sample and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.